Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (stenosis degree: 75 percent) in the mildly tortuous proximal lad. Despite pre-dilatation, the lesion could not be crossed with the device.

Manufacturer narrative:
Combination product: yes. 10-jul-2024 this report was opened on the wrong asset. We are closing this report and have opened a new MDR, 1028232-2024-03681.